Event description:
Hearing performance is affected after head trauma. To rule out the external device the audio processor is going to be exchanged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information from the field, following a trauma hearing performance with the device was affected. However, troubleshooting included the exchange of the audioprocessor which solved the reported problems. The internal device remains implanted and in use. This is a final report.

Event description:
Hearing performance is affected after head trauma. Replacement with of the ap solved the issue and the user is doing well. Internal device is working as specified and remains implanted and in use.